Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple occlusion alarms. The customer's blood glucose (bg) level was "high" on their bg meter and a correction bolus was delivered to address the bg level. The customer changed their cartridge, infusion set tubing and infusion set site to resolve the issue. As the occlusion alarm had occurred in the past, tandem technical support was unable to perform a system check to determine a possible cause of the occlusion. During a follow-up, the contact stated that the customer was doing well.